Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error during a rewind. The father stated the alarm persisted when attempting to rewind the insulin pump. Customer's blood glucose was 8.8 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Failure analysis was unable to perform the displacement test due to motor error alarm. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, reservoir tube cracked, and reservoir tube window cracked.